Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
In (B)(6) 2009, the patient had a left hip revision to convert the bipolar to a total hip.